Event description:
It was reported that during a robotic coronary bypass graft x1 to the lad. The balloon lost pressure during use. The balloon was inflated and deflated twice at the beginning of the procedure to achieve appropriate positioning of the balloon. Each inflation lasted approximately 45 seconds. The balloon was then inflated a third time. Under echo the balloon looked fine with good occlusion. Two doses of cardioplegia were administered successfully. Prior to the third dose of cardioplegia, the balloon ruptured, occlusion was lost and all pressures equalized. As a result, the surgeon increased the size of the thoracotomy and finished the case as a beating heart procedure.

Manufacturer narrative:
Date sent to the FDA: 07/12/2006. F-10 patient code: 2357 not labeled f-10 device code: 1049 labeled. H6 conclusion code 67: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.